Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: the contacts on the battery cap were found to be out of specification. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: the contacts on the battery cap were found to be out of specification. The battery cap threads were found to be stripped and the yellow o-ring was missing. The battery compartment was found to be cracked. During evaluation the pump was able to power on with a test battery cap; however, the display was not functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.